Manufacturer narrative:
Review of this MDR and/or additional information received shows that there is no information to reasonably suggest that the device in this report may have caused or contributed to a death or serious injury or that the device in this report has malfunctioned. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient implanted with an implantable neurostimulator (ins) for spinal pain. The patient reported that the have bladder issues, legs and lower and upper back pain. The patient reported that they have had the bladder problem their entire life. It was reported that the ins was put in for the lower back pain but the pain is in the upper back and legs. The patient reported that they lost 115 pounds and feel great. The patient reported that they have had the upper back and sciatica pain since they lost weight and it started in 2015. It was reported that the pain has progressively gotten worse over time. The patient asked if the current device could help with the pain and told to consult with their healthcare professional. The patient reported they fell on their right side when it was raining but the doctor said that they didn¿t need to come in if they felt ok. The patient reported that the fall happened a week after the implant was put in.